Event description:
Pt required an explant of a prodisc-l l3 - l4 that was originally implanted on (B)(6) 2012. The surgeon describes the original implant as "left lateral placement at 2 - 3 mm from mid-line. Postoperatively, the pt reportedly experienced severe radiculopathy, possibly the result of an osteophyte that broke off and migrated into the foramen. Pt was revised to competitor's bone graft, plate and screws. This is the first of 3 reports submitted on this event.

Manufacturer narrative:
This device is used for treatment not diagnosis. Review of the DHR for pdl-m-pt10s lot #6816820, and raw material lot #4869781 indicates no discrepancies associated with this complaint.

Manufacturer narrative:
Investigation is ongoing; no conclusion could be drawn as no device was returned or lot number provided.